Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that one day post implant, the atrial lead "dropped." There was no attempt to reposition the lead as the patient was in chronic atrial fibrillation. The lead was explanted and the atrial port was plugged. No patient complications have been reported as a result of this event.